Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high capture threshold. While attempting to reposition the rv lead, echocardiogram was performed and revealed an effusion. While reconnecting the rv lead and the implantable cardioverter defibrillator (ICD), it was noted that the set screw was unable to be tightened. The ICD was explanted and replaced, and the rv lead was repositioned. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.